Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "pt had his left hip replacement on (B)(6) 2002 and stated that ever since his surgery, he has been experiencing pain and swelling. Pt stated that he has seen several surgeons and the surgeons noticed that his hip was not sitting in it correct place; he also stated that he would need to have a revision surgery done. The pt developed a dvt, nerve damage, and is currently taking anti inflammatory and tylenol for pain."